Manufacturer narrative:
The reagent lot number is 828635. The expiration date was not provided. The calibration results were within the specified ranges. The qcs were out of range. The alarm trace did not indicate any issues. On the field service engineer's (fse) initial service visit, he inspected the analyzer and performed successful precision checks. He verified the water levels, rinse levels and gear pump head pressure. On the fse's follow-up service visit, he determined that basic and acid wash splashing and overflow had caused the event. He then adjusted the detergent levels. He verified the analyzer's performance with successful precision checks and qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable cholesterol gen.2 results from one patient samples tested on the cobas c 303 analytical unit - emc. On (B)(6) 2025: the initial result was 448 mg/dl. On (B)(6) 2025: the repeat result was 207 mg/dl. The results did not match the patient's history, prompting the patient sample to be rerun. The repeat result was deemed correct.